Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display showed vertical lines and was not legible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was duplicated and the lcd display module was replaced to resolve the problem. Analysis for reports of this type has not identified an increase in trend.